Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of two reports concerning the same patient. (See mfg report number 1651501-2014-00021). This report concerns the movement great toes system (mgt) movement proximal phalanx. Total size 20 (product ID mgt-890-20ppt). It was reported: 'surgery was an mgt total toe. Surgery went fine but the patient soon began to have pain. The surgeon went back in to replace the implant and found that the cobalt chrome had peeled off the head of the implant.' Additional information was received from the distributor on (B)(6)-2014. The date of the initial implant surgery was (B)(6)-2013. The implant was implanted in the left foot of the patient. The patient had discomfort soon after the surgery which progressed until the implant was removed (and toe was later fused) on (B)(6)-2014. The patient condition to date was reported as 'improved'. The implant was reported given to the patient and is not available for evaluation. Additional information was requested by integra.